Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, the customer at (B)(6) medical center reported the cns (pu-681ra sn: (B)(6) was giving a resolution error message after a power outage. The error message stopped the application from booting up. Service requested: troubleshooting/assistance. Service performed: nka technical support (ts) worked with the customer to get the patient monitoring view back. Investigation result: the cns warranty began 03/02/18. Review of device c4c history found no previously reported issues with the unit. The root cause is determined to be power failure at the facility which caused the unit to abruptly power down and lose its display resolution settings. Issue was resolved with the assistance of nk ts correcting the resolution settings. The unit has no history of issues with improper shut down or resolution error messages. Investigation conclusion: the root cause is determined to be power failure at the facility which caused the unit to abruptly power down and lose its display resolution settings. Issue was resolved with the assistance of nk ts correcting the resolution settings. The unit has no history of issues with improper shut down or resolution error message. The following fields are not applicable (na) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h2 h7 h9 additional device information: the following devices were being used in conjunction with the cns and were not the devices that experienced the failure. D11 & c2: concomitant medical devices: bedside monitors: (no models and serial numbers were provided) additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Event description:
The customer reported that the hospital experienced a power outage and caused the central nurse's station (cns) to shut down. The cns was monitoring bedside devices. No patient harm reported.

Manufacturer narrative:
The customer reported that the hospital experienced a power outage and caused the central nurse's station (cns) to shut down. The cns was monitoring bedside devices. No patient harm reported. The cns was giving the resolution error message which stops the application from booting up. Nk tech support walked the customer through the resolution settings and was able to get the patient monitoring view back and also the slave monitor. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns and were not the devices that experienced the failure. Concomitant medical products: bedside monitors: (no models and serial numbers were provided).

Event description:
The customer reported that the hospital experienced a power outage and caused the central nurse's station (cns) to shut down. The cns was monitoring bedside devices. No patient harm reported.